Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 471 mg/dl and a correction bolus was delivered to address the bg level,. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. The infusion set site was changed and insulin delivery was resumed. The bg level declined to 413 mg/dl and upon follow up, the bg dropped to 340 mg/dl. The customer was satisfied and had no further questions.